Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) examined the system remotely and confirmed that the system was unable to perform x-ray. A review of the system logfile confirmed the reported malfunction. As a troubleshooting step, the rse rebooted the system twice, but the issue was not resolved. The fse visited onsite and performed the tube conditioning, tube adaption, edl, and air kerma but it could not resolve the issue. Upon function testing, the fse found that the x-ray tube was experiencing tube current leakage and an internal grid defect. The defective x-ray was returned for analysis, and it showed a vacuum leak at the cathode insulator which leads to error messages showing grid switch failures or tube current out of range. To resolve the reported issue, the fse replaced the xray tube, realigned the collimator, and performed the geometry calibrations. After replacement and necessary calibrations and alignments, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that during a diagnostic venogram procedure, the system would not acquire exposures. The patient was moved to another room to complete the procedure. There was no reported patient or user harm. Philips has started an investigation of this complaint.